Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins). It was reported by patient that they had the stimulator implanted in me and have nothing but trouble with it. They did get assistance from the healthcare professional (hcp) office by getting something done however they got no results from it. Patient stated it was still not working. They mentioned it never worked. They stated they were told that maybe a wire was loose but they had no idea what it could do if it was doing something it wasn't supposed. They further reported that their bladder problem was so bad, they were wetting themselves to where they could not go anywhere. No further complications were reported.